Event description:
Dr. (B)(6) reported that a hahn tapered implant failed. The patient presented on (B)(6) 2023 for a primary procedure on tooth #29. On (B)(6) 2026 the provider observed abnormal bone loss around the implant. On (B)(6) 2026 the provider was attempting to remove the healing collar and the implant came out. The patient's bone quality is type ii and their oral hygiene is good. No injuries were reported.

Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).